Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the close door message while attempting to power off the unit, which was caused by a failed lower link switch on the lower auxiliary assembly. The auxiliary assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a close door message while attempting to power off the unit. There was no pt involvement.